Event description:
We currently stock b. Braun 500ml ns bags and use fresenius primary tubing for the fresenius IV pumps. We recently had 2 times the pump tubing has slipped out of the primary infusion bag.